Event description:
The patient presented with a thoracic aortic aneurysm. During the procedure, a solo path sheath was used to successfully implant a conformable gore® tag® thoracic endoprosthesis. When removing the solo path sheath, the left external iliac artery was torn. An occlusion balloon was used to stop the bleeding and two gore® viabahn® endoprosthesis were implanted to treat the external iliac artery tear. Final angio confirmed the vessel tear was sealed and good flow was present through the two gore® viabahn® endoprosthesis. After the initial procedure was completed, the patient started to move around and "coded." An angio revealed a new vessel tear 2cm distal to the previously placed gore® viabahn® endoprosthesis. Two additional gore® viabahn® endoprosthesis were placed to treat the new vessel tear.

Manufacturer narrative:
This initial procedure involved two gore viabahn® endoprosthesis.device #1 manf. Report #2017233-2015-00319.device #2 manf. Report #2017233-2015-00320.